Event description:
This information was received through clinical study "socioeconomic status is associated with the risk of hepatic encephalopathy after transjugular intrahepatic portosystemic shunt creation" available online in the journal of vascular and intervention radiology, 2 march 2021. This single-institution retrospective study included 368 patients from 5 states who underwent transjugular intrahepatic portosystemic shunt (tips) creation with the gore® viatorr® tips endoprosthesis and the gore® viatorr® tips endoprosthesis with controlled expansion from january 1, 2005 to december 31, 2019. Episodes of new or worsening hepatic encephalopathy (he) after tips creation, defined as hospitalization for he or escalation in outpatient medical therapy, were identified from medical records. The article reports that the requiring hospitalization within 30 days of tips creation occurred in 68 of 368 patients (18.5%). Tips occlusion was performed in 2 patients, and tips reduction was performed in 13 patients for refractory he. Tips reduction was performed in an additional 3 patients for heart failure.

Manufacturer narrative:
Citation: james h. Helzberg, rui dai, andrew j. Muir, julius wilder, tzu-hao lee, jonathan g. Martin, charles y. Kim, james ronald, socioeconomic status is associated with the risk of hepatic encephalopathy after transjugular intrahepatic portosystemic shunt creation, journal of vascular and interventional radiology, volume 32, issue 7, 2021, pages 950-960.e1, issn 1051-0443, https://doi.org/10.1016/j.jvir.2020.11.022. Patient demographics were provided and used as the patient information, as follows: (mean age = 56.7 years; n = 229 males) based on this information, the patient information will be populated as 57 years old and male. The gore® viatorr® tips endoprosthesis instructions for use note that those patients who develop hepatic encephalopathy that is not responsive to medical therapy may require reduction or occlusion of the tips tract to control the symptoms.